Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system had hardware failure. A field service engineer found that drawer 4.2 row a was not detected on the bus and was not allowing the customer to eject the failed cubie. The device also did not eject in the hardware testing application. The fse manually released the cubie and once it was removed the row began communicating. The fse tested the row tray slot and the device functioned properly. Testing was completed in diagnostics and with the customer and all tests passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed to release messages and required maintenance. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.